Manufacturer narrative:
Product analysis: the distal tip of the device was flared and damaged. The stent was positioned on the balloon between the inner shaft marker bands as per specification requirements. The stent was deformed with raised struts and overlapping evident at the 13th distal stent segment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug-eluting stent to treat a moderately calcified and tortuous lesion in the lad exhibiting 80% stenosis. The lesion was pre-dilated. No abnormality noticed during inspection of the device prior to use. During the delivery the device failed to cross the lesion. There is no report of resistance while advancing the device. The stent was removed from the patient and the physician replaced it with a non-medtronic stent to complete the operation. No patient injury reported. The device was returned to the manufacturing facility for evaluation and stent deformation was found. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.